Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned anthology inserter poster hard indicated the threaded tip fractured off, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts occurring while the inserter is not fully captured in the driver hole platform of the stem. This fracture caused the instrument to become inoperable. The fractured portion was not returned. A visual inspection of the returned sleeve/ stem separator indicated that the handle fractured into two pieces. The handle end of the fractured portion was not returned. These devices were manufactured in 2017 and 2012, showing signs of wear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a educational lab, device broke at handle during use. No injury to anyone involved and no delay.